Event description:
It was reported that a user with an fsl 3+ experienced repeated ¿low¿ sensor glucose readings with concurrent device alarms indicating sensor error and replace sensor, and the sensor was identified as faulty and advised for replacement; a contemporaneous fingerstick glucose was 92 mg/dl, and the user had taken oral carbohydrates earlier. Symptoms included headache and confusion/disorientation consistent with hypoglycemia. Outcomes included unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding the device component and a medical device problem characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.